Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility hemodialysis (hd) nurse reported that a dialyzer blood leak occurred about 2 minutes after the initiation of the patient¿s hd treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed along the side of the dialyzer. There was no defect or damage noted on the dialyzer. The machine, a fresenius machine (model unknown), alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A sample was received from the reported lot number and was subjected to a laboratory leak test. There were no leaks detected, possibly due to residual blood throughout the fiber bundle and coagulated blood in the header caps. The dialyzer was disassembled for further evaluation and a broken fiber was identified on the non-cavity ID end approximately 4.0cm from the cut surface at approximately 50° (with the dialysate ports situated at 0°). Further examination of the fiber bundle did not identify any other damage, or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.